Event description:
Bandage applied to a small mosquito bite on my daughter's face on (B)(6). She said it was itchy but we didn't think much of it due to the mosquito bite. She had low appetite over the day on (B)(6) and eventually experienced vomiting. Upon removing the bandage morning of (B)(6) found a rash under the adhesive area and chemical burn/blisters under the absorbent area. Rash began improving with removal, chemical burn will require further topical treatment and monitoring. (B)(6).